Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 430 mg/dl at time of incident and other blood glucose level was 320 mg/dl. Customer treated with manual injection and insulin pump. They also stated that they did not feel ok. Troubleshooting was declined for high blood glucose level. The product will not be returned for analysis.